Event description:
The patient reported developing an infection at the pod insertion site (arm) while wearing the device for approximately 37 to 48 hours. The infusion site became painful, prompting the patient to remove the pod, at which time the site appeared red, sensitive, and raised with a lump. The patient then proceeded to activate a new pod at a different site. The patient noted that the lump grew in size which prompted them to make an emergency appointment with a general practitioner (gp) at (B)(6) on (B)(6) 2026. The appointment reportedly lasted about 10 minutes, during which the patient was diagnosed with a skin infection and prescribed oral antibiotics to be taken four times daily for eight days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available . Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.